Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01248, 1627487-2020-01251. It was reported that the patient had a system explant approximately in august 2019 for an unknown reason. It is unknown if one or two of the leads were explanted, therefore all suspected devices are being reported.

Manufacturer narrative:
No devices were returned for analysis and attempts to obtain addition event details have been unsuccessful. All event information pertaining to this incident has been reviewed and no further product/event investigation is required at this time.